Event description:
The stent was deployed well during a femoral angio. When going to post dilate, they could not get a balloon to go through. The physician believes the stent was fractured due to the balloon during post dilation and calcification. Patient/event info - notes: 1. Can clinical images be provided please? Yes. 2. What disease pathology was being treated? Proximal sfa near the profunda. 3. If contralateral, was the bifurcation angle steep? No. 4. What was the access site chosen? Lt groin access, rt leg procedure. 5. Were there any issues with flushing of the device? No. 6. Details of the introducer sheath used (name, fr size, length)? 6fr x45 terumo destination sheath. 7. Details of the wire guide used (name, diameter, hydrophilic)? 035, 260cm glidewire advantage. 8. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other (please specify for other; if contralateral, was the bifurcation angle steep? N/a, yes, no) contralateral access. 9. What was the target location for the stent? Proximal portion of sfa. 10. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other (please specify for other) proximal sfa. 11. Did the stent delivery system cross the target location? Yes. 12. Was pre-dilation performed ahead of placement of the stent? Yes. 13. Was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify) minimal calcification. 14. What intervention (if any) was required? Stent was placed, followed by a viabahn within the ptx due to surgeon believing there was a stent fracture. 15. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day - same procedure. 16. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 17. After deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other? (If other please specify) surgeon believed there was a stent fracture after placement. 18. Was the delivery system able to be advanced to the target site easily/with no resistance? Yes. 19. If resistance was felt, how was this dealt with? N/a. 20. Was a stent previously placed at the same or adjacent location? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.